Event description:
Subsequent to the final MDR, additional information received indicates that the lesion noted upon intravascular ultrasound (ivus) and treated by placement of the 2.75 x 15 mm xience v stent was a pre-existing lesion. Upon initial angiogram, the lesion was not felt to need stenting; however, upon subsequent ivus evaluation, the physician felt it required stenting.

Event description:
It was reported that on (B)(6) 2012, the patient underwent a stenting procedure in the heavily calcified and mildly tortuous anatomy and a 2.25 x 12 mm xience nano rx stent was implanted in the circumflex artery. A 2.25 x 28 mm xience nano rx stent was implanted in the obtuse marginal artery. The stents were fully apposed to the vessel wall and fully expanded. There was no clinically significant delay and no adverse patient effects. On (B)(6) 2012, the patient was re-admitted to the hospital with chest pain. Angiography revealed a thrombus in the 2.25 x 12 mm xience nano stent implanted in the circumflex artery. The thrombus was aspirated and blood flow was re-established. A 2.25 x 12 mm nc trek dilatation catheter was used to further dilate the stent. Intravascular ultrasound (ivus) was performed and noted a location between the two previously placed xience nano stents in the circumflex and obtuse marginal arteries that required stenting. A 2.75 x 15 mm xience v stent system was then advanced and the stent deployed overlapping the two previously deployed xience nano stents. Post dilatation was performed with a 2.75 x 12 nc trek dilatation catheter due to the need to further expand the two smaller stents to meet the size of the 2.75 x 15 mm xience v. Final ivus noted all three stents to be fully expanded and well apposed to the vessel wall. There was no damage noted to the two xience nano stents. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: stent: 2.25 x 28 mm xience nano; other: coumadin, plavix, prasugrel. There were no reported product deficiencies. The reported patient effects of angina and thrombosis are listed in the xience v/xience nano everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4).